Event description:
It was reported that during an implant attempt the right ventricular lead had high impedance and positioning difficulties as the screw would not come out while in the body and also would not come out outside of the body after 60 plus turns. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.